Event description:
While removing the guidewire from a newly inserted PICC, the guidewire fragmented near the hub of the PICC, inside the patient's vein. Report states "minor intervention necessary", but it was not reported precisely what from of intervention. No further patient complications reported.